Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for downstream occlusion test at high, low and medium settings and it passed at each setting. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream (distal) occlusion sensor test at 20. 13 pounds per square inch (psi) and 25. 21 psi. There was no patient involvement. No additional information is available.